Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient indicated that when he stripped down his cycler in the morning he detected fluid in the cassette compartment. There is no report of patient ill effect. There is no sample for evaluation.